Event description:
It was reported that a user experienced progressive hyperglycemia after an infusion set change while using the ilet system, with a highest reported glucose of 390 mg/dl and no pump alarms other than a high glucose notification; the user replaced the infusion set and glucose began to trend down, and the prior cannula was reported straight though site issues such as scar tissue were suspected. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and recovery as glucose decreased after set replacement. Investigation included product troubleshooting, review of use conditions, and remote monitoring of blood glucose trend. Investigation of this case revealed no device malfunction or damaged component identified, with a probable infusion site issue suspected based on response to set replacement and reported scar tissue. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user site-related factors rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.